Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for alb2 albumin gen.2 (alb2) on a cobas 8000 c 702 module. The initial alb2 result was 10.6 g/l from the c702 module. This result was reported outside of the laboratory where it was questioned as it did not match the patient's clinical picture. The sample was repeated by the sebia protein electrophoresis method and the result was 35 g/l. The sample was repeated by the vitros bcg dry chemistry method and the result was 32 g/l. The customer suspects an interference affecting the roche results due to the chemotherapy medication the patient is taking. The c702 module serial number was (B)(4).

Manufacturer narrative:
The investigation determined the event was due to a sample related issue due to unknown turbidity in the sample. The specific cause of the turbidity in the sample could not be determined. The investigation stated the turbidity cannot be explained by a drug interference as the medication the patient is treated with is in too low concentrations. The patient is being treated with faslodex and ibrance for breast cancer. Both of these drugs are common in patients with breast cancer. No further similar complaints have been received. Gammopathy can be excluded due to electrophoresis results from the partner laboratory (albumin result was 37 g/l). A product problem was not identified.

Manufacturer narrative:
The sample was tested further at a partner laboratory by a different method with a serum albumin result of 30.5 g/l. The albumin results by electrophoresis at the partner laboratory was 37 g/l. The investigation is ongoing.

Manufacturer narrative:
The sample with the questionable low result was investigated further with the following roche albumin reagent lots: alb2 lot 430310 with material number 05166861190 (this is the material number involved in this case) albp lot 444301 with material number 05975573190 albt2 lot 403851 with material number 05167043190 the sample from the customer was tested with the following results: alb2: 5.3 g/l; 5.0 g/l albp: 22.2 g/l; 22.3 g/l albt2: 38.9 g/l; 39.9 g/l a normal serum sample was also tested with the following results: alb2: 43.6 g/l albp: 41.7 g/l albt2: 43.9 g/l the investigation reproduced the customer's discrepant low results with alb2. Higher results were obtained with albp and albt2. The investigation is ongoing.

Manufacturer narrative:
The sample was received for investigation and tested on a c702 module with reagent lot 483418. The alb2 result was 7.3 g/l. The customer's low alb2 result was reproduced. Serum indices were also measured and the results were within normal ranges. Qc results were within the specified ranges. The investigation is ongoing.